Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) cycle power. The tsr advised the to disconnect from the machine. The hp would complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp explained that she discarded the samples and did not know the lot number. The hp advised that she notified her nurse and was able to resume therapy successfully with new supplies, not with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.